Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ IV catheter hub was deformed. The following information was provided by the initial reporter: "the user complained that the catheter hub is deformed."

Event description:
It was reported that the bd angiocath¿ IV catheter hub was deformed. The following information was provided by the initial reporter: "the user complained that the catheter hub is deformed."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9031925, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the adapter was damaged. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.